Event description:
It is reported that several teeth on the tibial broach were found to be missing or broken during kit inspection.

Manufacturer narrative:
A visual inspection was performed on the tibial broach and found 5 teeth on the right side that were chipped or broken. The hardness meets print specifications. The left side has a minimum of 6 teeth that are damaged/worn. A dimensional review of the undamaged portions of the part meets specification where measured. There are no other complaints for this product/lot combination. This was found during inspection of the surgical kits at the hosp. How and when the damage occurred is unk, therefore, a definitive root cause for the damage cannot be determined with the info provided.